Manufacturer narrative:
An event of device not being stable during procedure was reported. It was also reported that information in pda brochure on device selection was incorrect and not the same as that in IFU or amplatzer application. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 5 mm x 6 mm amplatzer piccolo occluder was selected for an implant using an unknown delivery system. During the procedure the device was not stable in patient pda. Was removed from the patient prior to released from the delivery cable. A 6mm amplatzer vascular plug 2 was selected to close the patent ductus arteriosus (pda) which was successfully implanted. The patient is stable. User concerns: the physician was disappointed in the piccolo device and a little confused on sizing recommendations. Information in pda brochure on device selection is incorrect and not the same as that in IFU or amplatzer app.